Event description:
Pt was revised to address acetabular loosening. Paperwork from a workers compensation claim were forwarded to the depuy legal department. Included was the revision operative report which indicated that the pt had elevated chromium and cobalt levels. Because of this additional info, the complaint has been reopened to include the femoral head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.